Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing left thoracic back pain radiating to chest, shortness of breath, leg edema, hemoptysis. Subject called in 14feb2020 distressed to report chest pain, nausea, and back and lower extremity pain that his meds aren¿t addressing. Subject was advised to come into the emergency department for evaluation. The subject presented to the emergency department and subsequent admission (B)(6) 2020 with worsening chest pain, shortness of breath, hemoptysis, and lower extremity edema. The patient reports to palliative care consult: constant or worsening pain, painful cramping and numbness, severe abdominal pain, and constant nausea for several months. Subject requested his code status 18feb2020 to be changed to dnr/dni. Sputum cultures returned on (B)(6) 2020 positive for influenza, unasyn initiated and will switch to augmentin for 7 day course. Subject discharged to home (B)(6) 2020.

Manufacturer narrative:
Section h4: correction: manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. In addition, a specific cause for the patient's positive sputum cultures could not conclusively be determined through this evaluation. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The heartmate 3 lvas IFU lists bleeding and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU, as well as the heartmate 3 lvas patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.